Event description:
It was reported that at a routine follow up, the right ventricular (rv) lead had low rwave sensing and high threshold. Fluoroscopy revealed that the rv lead had dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 implantable pulse generator, (B)(6) 2013; 4574 implantable pacing lead, (B)(6) 2013. (B)(4).